Manufacturer narrative:
The report of a device under infusing during preventative maintenance was confirmed and reproduced. Inspection: pump module sn (B)(6): the device was received in good condition.the instrument seal was intact. A dim display segment was observed (u4b). Dried fluid was observed on the rear case under the female iui. The motor retainer strap was broken. Bezel assembly was in good condition. All parts were believed to have been manufactured by bd. Log analysis : the customer reported an event date of (B)(6) 2020. Review of the device error log showed that no errors were recorded on the reported event date. On the reported event date, the suspect device was attached to pcu (sn (B)(6) ) as channel b. There was no record of the device being in maintenance mode. Testing: sn (B)(6) preventative maintenance was performed using alaris system maintenance v9.8.1. The device failed rate accuracy and was noted to have a dim segment on the display. After rate calibration was performed, the device was operating within specifications. Timed rate accuracy testing was performed using the customer¿s returned source pump module sn (B)(6) and test pcu. Results indicated that the systems were operating within specifications. The root cause of the device under infusing during preventative maintenance was identified to be a rate calibration issue. Device history review: review of the source device (sn (B)(6) ) service history record showed that the device was manufactured on 03/23/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that during preventative maintenance the device under infused. There was no patient involvement. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during preventative maintenance the device under infused. There was no patient involvement. Although requested, no additional information was provided.